Event description:
It was found that the brakes would not engage due to the brake assembly being out of adjustment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.